Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient required surgery due to a lead displacement after interaction with another device. During a myocardial ablation procedure to treat atrial flutter in the right atrium, mapping was performed using an intellamap orion high resolution mapping catheter while performing pacing using a non-boston scientific pacemaker and a non-boston scientific coronary sinus (cs) catheter. While mapping near the cs with the orion, a non-boston scientific lead (which was screwed in the septum) displaced. After the ablation procedure was completed, the patient underwent a new lead addition procedure. There was the possibility that the cs catheter had been touched upon orion manipulation near the cs. It seemed that the cs catheter got caught in the lead.